Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified air in line alarm occurred while using an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of this event. The patient reported that they had received an unspecified air alarm and the amia device shut down. Renal therapy services advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.